Manufacturer narrative:
Additional product code: jds. An additional manufacturing evaluation was completed: it was noted that breakage of the cortex screw occurred in the shaft area between the nineteenth and twentieth thread (counted from the screw head). The screw was received without tip. The residual length is approximately 30 mm. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads. Constant load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the cortex screw. The implant could not resist the applied force which finally led to the material overload I fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional patient ID (B)(6). Date of event is unknown. Additional device code hwc. (B)(6). Device history records review was completed for part# 204.842, lot # 8909179. Manufacturing location: (B)(4), manufacturing date: mar 22, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4), lot 7557378 was manufactured in monument. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the rehabilitation after the surgery performed on (B)(6) 2015 was difficult as the patient experienced a lot of pain. On (B)(6) 2015, x-rays were taken for the follow-up meeting with the orthopedic surgeon. The x-ray showed that the two screws were broken and the tendon plate was pushed up. As a result a revision surgery was performed on (B)(6) 2015. The mobility of the patient post-operative was limited; she cannot go to work, college or sports. Patient cannot bend or kneel on her knee. The patient still needs physiotherapy and has a lot of pain. (B)(4) captures post-operative pain. (B)(4) captures event occurred during revision procedure. This report is for one (1) 3.5mm cortex screw self-tapping 42mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Patient ID from (B)(4) is: (B)(6). Patient ID from: (B)(4) has the ID (B)(6) as this is mentioned on the x-ray and the x-rays are for (B)(4). Patient weight provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 15. Feb 17: update received on 02. Feb 17, this file is considered as potential legal case. The reason why this is reported in 2017, the patient first went back to her surgeon, however, the legal department of the hospital stated that they didn¿t make a mistake. Also, the patient wants to be sure that there is nothing wrong with the product. A complaint was also made earlier under (B)(4) with patient ID (B)(6). Information conc. Potential legal case forwarded to legal dept. On 30 jan 17.

Manufacturer narrative:
Additional narrative: problems at the kneecapture. Device history records review was completed for the moulding blank part # 204.042.999, lot # 7557378. Manufacturing location: (B)(4), manufacturing date: moved to blank storage on dec 27, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing evaluation completed. The product was returned in a packaging different from the original packaging. The laser marking was readable. The broken screw was delivered without the tip. The investigation summary is a translated conclusion from the following document(s). A device history records review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All complaint relevant dimensions were measured and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product investigation results: we assume that a weak spot would be visible on both screw fragments, respectively fracture surfaces (investigated fragment and remained fragments). As we could not find a weak spot on the investigated fracture surface nor an indication of weak spots in the microstructure, we can exclude that as the reason of failure. A failure resulting from either a material defect or the manufacturing process can be excluded. No product related issues were found. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.